Event description:
During a lap chole procedure, the device fired the clip and was preforming before it would enter the jaws. Dr cycled clip applier outside the abdomen, could not produce a good clip. Very difficult to rotate the rotation knob. Case completed with new device of same product code. No patient consequence.